Event description:
It was reported that the scheduler at the office stated that the patient was having a lead revision or replacement. It was noted no other information was relayed. It was noted that the date of the revision was (B)(6) 2013. It was noted that the patient was alive with no injury. Additional information received reported that the lead revision took place today. It was noted that a lead, extension and pocket adaptor were all removed and replaced with two leads. It was noted that the patient reported falling around (B)(6) 2013 and noticed a jolting sensation every once in a while, hence the revision. It was noted that an impedance check today showed all the contacts were within normal range but the doctor decided to replace. It was noted that the patient got good coverage post-operatively and was doing fine.

Manufacturer narrative:
Concomitant: product ID 3487a, lot# j0114105v, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 74001, lot# n294746, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type adapter. (B)(4).